Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to add code surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) after clinical/secondary review of this file performed on (B)(6) 2021, it was decided to add code surgical intervention to more accurately capture the reported event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: the patient is participating in glow study : mnt-men-15-003: 326-077 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 680cc and suffered from a cutaneous contour deformity on the left side. On (B)(6) 2020, she presented with wrinkling, which required surgical intervention: fat grafting on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.